Event description:
This lv lead was attempted to be implanted, but the physician was unable to find a good position with consistent capture. Lead was capped before the pocket was closed and left in the patient. Patient is scheduled to get an epicardial lead and has the appropriate device for the epicardial lead. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.